Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited an ECG error. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating that there was an ECG error. The device was not in use at the time of the event. No patient or user harm was alleged. The device was evaluated onsite, confirming the reported ECG problem. The device's charging function was confirmed to be working and the start up test ran correctly. The ECG function was checked and failed due to a lead cable error. The ECG lead cable was replaced and ECG function returned. ECG functional testing was performed and passed. The device's overall function was tested and confirmed to be working correctly. The device was returned to full functionality and will remain in use at the customer site. No further action is warranted at this time.